Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a discrepant co2 result of <6.0 meq/l was generated on the architect c4000 analyzer. The sample was repeated on their other c4000 analyzer and a result of 25.8 meq/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
The abbott field service representative (fsr) determined there was insufficient flow in the architect c4000 sample wash cup and adjusted the wash cup flow to resolve the issue. Customer complaint data was reviewed and no adverse trends or systemic issues were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c4000 analyzer was identified.